Manufacturer narrative:
Continuation of d10: product ID: a810; serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding their external equipment. It was reported that they had experienced error code 338 on tablet after update with several patients now and were concerned there was a problem. Technical services confirmed hcp did not close out of synchromed app after using (not every time and not even daily). Technical services also sent hcp over to health care it support services (hcit) to double check battery settings/make sure nothing got reset so android wasn't checking in with synchromed app more frequently than usual.